Event description:
It was reported that the patient had an issue with her lead moving when she had an implant in (B) (6) 2009. A lead revision was performed a month later because the lead was not anchored. Subsequently, she had scar tissue that was pushing on her lead which in turn was putting pressure on her nerve. Unable to follow-up with the contact information provided, hence no further information was obtained.

Manufacturer narrative:
(B) (4).